Event description:
It was reported by the affiliate that the surgeons introduced the 511h to the pt, and when the surgeon started introducing the laparoscope through the trocar, the outer gasket broke letting the pneumo out profusely. There was no consequence to the pt.